Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103207, ln 417740 taperloc por lat fmrl 12.5x145, us157858 m2a-magnum pf cup 58odx52id l/n 563550, 139266 m2a-magnum 52-60mm tpr insrt-3 l/n 568030. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2017-07284-2, 0001825034-2019-03332. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial surgery. Approximately 9 years after patient underwent a revision surgery due to elevated ion levels, loosening and a pseudotumor was found. Patient has been experiencing pain as well. No further information regarding the event has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One stem, one head, and one cup were returned and evaluated. Upon visual inspection the stem and the head were fused together and could not be separated. There is scratching to the face of the head with some scuffing on the outside radius. The cup has scuffing on the inside diameter and there is bending to the lip. The cup outside diameter has debris on it. The additional information does not change the outcome of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records that were provided and reviewed by a health care professional. Review of the available records identified the following: painful mom tha w/elevated cocr levels, pseudotumor, prior mrsa infection of tha. Estimated blood loss: 350ml; no intraoperative complication. Pseudotumor fluid encountered; no unusual appearing periprosthetic tissue indicating presence of infection. Revision of femoral and acetabular components. Femoral component loose and move with hand pressure. Large amount of pseudotumor material in the proximal femur. Removed acetabular cup. Took 45 min to remove d/t very solid ingrowth. Acetabular component porous coating was retained in the acetabular fossa in multiple regions after implant removal d/t its extremely vigorous bonding to the bone. New component placed in appropriate abduction and anteversion angle; excellent press-fit and seated completely without complication. Two-screws placed to secure. Calcar replacing stem used to prevent cantilever bending of the stem. No fractures noted with new press fit stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.